Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a cracking sound in the arm and a great increase in pain after which the broken plate was discovered via radiology.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate was received in two pieces. Additionally eight (8) intact screws were received. The plate is broken two times, resulting in three pieces. Only two pieces were received. The part and the DHR (device history record) were investigated. No abnormality was found during production; all measurements were in specification. Where possible, measurements relating to the breakage were taken. Results confirm that the part is produced after specifications. The plate presents normal signs of use. The fracture surface shows no irregularities but some abraded and shiny areas; indicating that after breaking the two fragments rubbed against each other causing further destruction of the fracture surfaces. No manufacturing related issue was identified and/or confirmed. During the investigation, it was noted that it appeared that the non-returned part of the plate had been cut off with pliers and not implanted in the patient. This could not be verified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had been diagnosed with a proximal ulnar shaft fracture with dislocation of right head of radius (monteggia). The patient had an open reduction of the ulnar fracture and stabilization with plate osteosynthesis. After five (5) weeks, it was noted there was implant breakage and the patient underwent a procedure that included implant removal and reduction and stabilization with plate osteosynthesis of the right proximal ulnar. This provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.

Manufacturer narrative:
Additional narrative: patient ID/initials and weight are unknown. Event date: unknown. Implant date: unknown. (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 02, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a broken plate had to be removed. This is report 1 of 1 for (B)(4).